Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs : 42540000035 all poly patella cemented 35 mm dia lot# 65061501 MDR: 0002648920-2023-00129. 42502806602 femur trabecular metal cruciate retaining (cr) lot# 65100430 MDR: 0001822565-2023-01653. 42522100911 articular surface medial congruent (mc) right 11 mm lot# 65079563 MDR: 3007963827-2023-00171. Unk palacos plus gentamycin cement lot# unk MDR: 0001822565-2023-01655.

Event description:
It was reported an initial right total knee arthroplasty was performed. Subsequently, approximately 2 months post procedure, the patient had a partial wound dehiscence, resulting in extensive wound care and delaying functional recovery. The patient was placed on range of motion restrictions to allow wound healing. After full healing of the wound occurred, physical therapy and manipulation of the joint resumed to restore full function. The patient remains satisfied with no further complications reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression 'wound concerns' or 'non-healing wound' would imply that the appearance of the wound deviates from what a surgical wound should appear. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person¿s ability to heal. Wound complications can be treated conservatively or more invasively with an irrigation and debridement (I&d) which promotes healing at the site and prevents further complications. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.